Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, asked about a factory reset, removed the device during one episode, and treated lows with oral glucose, with sensor and fingerstick readings in the low range and no clear cause identified. Symptoms included hypoglycemia with dizziness, clamminess, confusion, shakiness, and marked fatigue. Outcomes included no lasting health consequences. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.